Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was to be implanted in the descending colon to treat a malignant tumor during a colonoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed; however, the stent failed to expand. Reportedly, the stent was moved out of the correct position during removal of the delivery system. The stent was removed from the patient using a biopsy forceps. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.